Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the sixth complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the wavelinq catheters were returned for evaluation. The valve crosser was positioned in the correct orientation on the shaft at the proximal side of the proximal magnets. A pinch was present 23mm from, its distal end. An attempt to move the valve crosser towards the handle was attempted but was unsuccessful. The valve crosser had to be split along its length to move it. Biological present within the valve crosser. The magnet distal section was stretched, biological residue (blood) was also present. Therefore, the result of the investigation is confirmed for the reported difficult to advance, material deformation and device damaged prior to use issues. The root cause for the reported difficult to advance, material deformation and device damaged prior to use issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for this wavelinq device was reviewed and the following sections are applicable. Indications: ¿ the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. Storage: ¿ store the wavelinq¿ endoavf system in a cool, dark, dry place. Instructions for use: pre-procedural preparations: 1. The procedure should be performed in an angiography room and carried out under x-ray control. 2. Patient preparation and sterile precautions should be the same as for any percutaneous transcatheter procedure. The medication is decided by the physician, including anesthesia and precautions to reduce pain, clotting, and vasospasm during the procedure according to latest scientific guidelines and with respect to the individual patient. Preparation of the catheters: 21. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 22. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Endoavf creation procedure: 26. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs. B) unclip the venous handle and then slide the catheter out of its containment tube. See figures 1-3. 27. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 28. Catheters have a hydrophilic coating and at the physician¿s discretion may be hydrated prior to insertion by wiping with saline in the sterile field. 29. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula creation procedure, the venous catheter allegedly could not be advanced further through the valve crosser into the vessel. It was further reported that the valve crosser was attempted to be pulled back from the tip of the catheter, however, it was stiff and would not slide easily. Reportedly, force was applied to loosen the valve crosser and subsequently the magnets were damaged. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an endovascular arteriovenous fistula creation, the venous catheter allegedly could not be advanced further through the valve crosser into the vessel. It was further reported that the valve crosser was attempted to be pulled back from the tip of the catheter however, it was stiff and would not slide easily. Reportedly, force was applied to loosen the valve crosser and subsequently the magnets were damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.